Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had their implant replaced for the smaller implant because their doctor said their implant was too big. Pt said that the previous implant was a medtronic implant; pss didn't see record of previous implant in pt file. Pss understood the previous implant battery was replaced with the intellis.